Manufacturer narrative:
Patient information was requested from the site, but not provided. During evaluation of the device it was found that the first two inches of the tightrail sheath were filled with dried biological material. At the 3 inch mark, internal coils appeared to be herniated and a coil was extending from the tip. Also, the blades were stuck in the extended position. The handle was disassembled and biologic material was noted on the internal handle. Mechanical trigger, pin, and key post were in good shape. The trigger spring and tabs had minimal wear. The strain relief was adhered with blood. The tri-coil was completely herniated. When the handle was actuated the blades would not rotate. The home track corner was destroyed. The barrel has wear from the sleeve. Heavy wear noted on barrel track, possibly from actuation after herniation. Barrel does not pass smoothly through sleeve, likely caused by damage to the barrel from the pin. Device shows signs of heavy use.

Event description:
A philips representative reported that during a cardiac lead management procedure on (B)(6) 2018, the handle of the tightrail 545-513 device malfunctioned. The blades were not rotating, and the handle made a clicking noise. No patient harm occurred. It was reported that this was a right sided entry into the body, with extreme calcium lesions. The suspect tightrail 545-513 device was returned for evaluation and it was found during evaluation on (B)(6) 2018, that the inner coil was herniated. The herniation caused pieces of the coil to extend out of the tip of the device. Also, the blades were stuck in the extended position. These evaluation findings made the manufacturer aware that this issue could lead to patient injury if it were to recur, as the blades and coil extending through the tip of the device could lead to unintended tissue damage and/or emboli.